Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm, blank display. The customer reported blood glucose value of 288 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-242a, mmt-1880. Troubleshooting was performed. Battery compartment and/or springs are not damaged. Display returned after cleaning contacts and after inserting a new battery. No further patient complications were reported. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-242a. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0871 inches. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed no delivery alarms on the event date of 03/17/2024 at 02:15:36.000, 02:26:48.000 during bolus during 02:31:58.000, 02:37:53.000, 02:50:56.000, 11:32:28.000, and on 02:53:09.000, 02:58:49.000, 03:02:06.000, 03:07:15.000, 11:09:29.000, 12:37:48.000, and 12:46:44.000 priming. Pump alarmed 9 bolus deliveries on the event date of 03/17/2024 at 02:15:36.000 to 23:58:39.000. Pump alarmed no relevant battery alerts, alarms, or anomalies in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.1 mv). The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. No delivery/occlusion alarm - unknown timing and blank display were not confirmed during testing. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.